Event description:
The patient needed a pre-procedural pt (prothrombin) and ptt (partial thromboplastin) tests drawn. A venipuncture was performed with a blood collection set and a blue top vacutainer tube. The suction stopped and the blood stopped flowing into the vacutainer. The specimen was sent to the lab and they called stating there was not enough blood in tube. The patient had to be redrawn.